Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 144 mg/dl. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery.